Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly was analyzed and found a component or module issue caused by electrical and fiberoptic defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site called in with a non-recoverable error during set up. Logs confirm 86 on vsc. Tse had site do hard restart of the vision side cart (vsc) with no change. Site is aborting the procedure. The procedure was aborted with no reported injury.